Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment before troubleshooting. Cts had the customer stop the instrument to vent hydropneumatic and remove canister and empty it. The customer homed the instrument and put it in standby. There was no evidence of a leak in the hydro or the mc (modular chemistry) reagent compartment. Per customer, there was a yellow stain underneath the instrument. The customer was to monitor and callback if issue reoccurred. No further complaints were received from the customer regarding this issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a flood in the primary vacuum accumulator and a spill underneath the unicel dxc 800 pro synchron clinical system. The spill was cleaned up on the previous shift. No injury or exposure was reported and no erroneous results were generated.